Event description:
As reported in a user facility medwatch report: "the patient presented to the radiology department to have a g2 ivc retrievable filter removed. Upon evaluating the position of the filter utilizing fluoroscopy prior to the procedure, it was noted the filter was tilted. A cat scan was ordered by the radiologist which revealed multiple legs of the filter outside the wall of the vena cava. The procedure was cancelled." Additional information received: the filter allegedly moved caudally by one vertebral body, and was tilted approximately 33 degrees. One of the filter limbs was reported to be detached and located in the vena cava wall. Reportedly, the perforation was in the area of the retroperitoneum and the aorta with 7-15mm of a leg outside the vessel lumen. There was no dye extravasation identified. There was no report of injury to the patient, or intervention and the patient was reported to be asymptomatic. The filter has been implanted approximately 3 1/2 months ago and the patient had orthopedic surgery and physical therapy after the filter was implanted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore, not available for evaluation. Case images were received and reviewed. The first image shows an ivc filter with a partial leg detachment in a straight configuration. The detached leg is located near the filter. The next three images show the filter tilted approximately 20 degrees. These images also show the same partial leg detachment. The last image is a cavagram and appears to show a leg perforation. However, without cts, the perforation cannot be definitely confirmed. There were no placement images, therefore, the alleged caudal migration could also not be confirmed. Based on the images received, the complaint is confirmed for filter leg detachment and filter tilt and inconclusive for the reported caudal migration and perforation. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Movement of migration of the filter is a known complication of the vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.